Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: review of the black box and alarm history revealed consecutive call service alarms on the reported event date of 12/05/2013. During investigation, the pump powered on and displayed the verify screen per normal operation. ¿ez-prime¿ steps were performed successfully. The pump was exercised for 24 hours with no alarms. Investigation did not duplicate the call service alarm issue. The pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the insulin pump emitted a call service alarm that could not be resolved with troubleshooting. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.